Manufacturer narrative:
The device was not made available for evaluation at this time. Should further information or the device become available, a follow-up report will be issued.

Event description:
Alleges user had to call the fire department to get them out of the chair because it was stuck in recline.

Manufacturer narrative:
The replaced parts from the fst were returned for evaluation. The alleged condition could not be duplicated.

Event description:
Alleges user had to call the fire department to get them out of the chair because it was stuck in recline.

Event description:
Alleges user had to call the fire department to get them out of the chair because it was stuck in recline.

Manufacturer narrative:
An fst evaluated the device and replaced the control box, motor, and hand control. The unit is working properly.